Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer also reported damage to the insulin pump. Customer stated that when it is humid she gets black spots on the screen. Customer's blood glucose reading was 146 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored and no blank display or black spots noted during testing. The device had deep scratches on the display window, cracked case at the display window corners, broken battery tube threads, broken belt clip slot, and broken reservoir tube lip.